Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrogram revealed high frequency noise that was inhibition pacing. Myopotential inhibition was also detected from the noise event. The patient is device dependent. The physician suspected the presence of myopotential oversensing. Turning off the low frequency attenuation filter was recommended. The patient will be monitored with routine follow-up. No further information is available.